Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sep2019. The manufacturer¿s international service technician replaced the power switch overlay to address the led issue and replaced the flow sensor assembly to address the airflow issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis of the returned part indicates: root cause: airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be the fault in the u1 of airflow subsystem. The power switch overlay was not returned. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the power light emitting diode (led) turned off by vibration and also discovered the unit failed the airflow accuracy test (performance verification test (pvt) test 5) at the 0 standard liters per minute (slpm) setting. There was no patient involvement.